Event description:
A customer reported that during a phacoemulsification procedure with intraocular lens (iol) implant, two pts experienced "possible" corneal burns at the wound site. Sutures were required with much difficulty as the wounds kept leaking at the end of the procedure. The customer indicated it is likely that the flow of irrigation fluid was occluded intermittently.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. (B)(4).